Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he has been experiencing low blood glucose the past two nights. Customer's lows have been in the 50's and usually occur between 3:00 am and 4:00 am. Customer will speak with his trainer about basal adjustments. Nothing further reported.